Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an a.t.s. 4000 tourniquet device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this a.t.s. 4000 tourniquet. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the a.t.s. 4000 tourniquet revealed that there were no issues upon inspection. The device needs a radio frequency (rf) warning label. The a.t.s. 4000 tourniquet was not repaired as the device functioned as intended and the rf warning label was installed on the device. The a.t.s. 4000 tourniquet was then tested and functioned properly. It was inspected and tested. The reported event was non-verifiable since during follow up it was clarified that the surgeon had concerns about bruising on his patients after use and one patient who developed a blood clot and no testing was able to be performed to try to replicate these issues. The root cause of the reported event could not be specifically determined. The a.t.s. 4000 tourniquet was tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that they are requesting a complete functional/operational test. Additional information received february 7, 2017, stated the surgeon had concern due to bruising on his patients and one patient who developed a blood clot or deep vein thrombosis following surgery.